Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed, swollen lymph nodes, pain, foreign body sensation.

Event description:
Patient reported regarding unknown side, chest pain, breast pain, foreign body sensation, device intact but showed signs of gel bleed, and swollen lymph nodes. The device has been explanted. Patient additionally reported, shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, and bad mood - which have all been deemed as not device related.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Gel bleed: unable to observe as it is a medical event that is not related to the device. Sensation increase decrease: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported regarding right side, chest pain, breast pain, foreign body sensation, device intact but showed signs of gel bleed, and swollen lymph nodes. Patient additionally reported, right side shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, and bad mood - which have all been deemed as not device related. Patient later reported right side "years of back pain thoracic vertebrae", "high levels of silicon in the blood detectable", breast implant illness (bii)." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Sensation increase/decrease: unable to observe since it is not related to the device. Gel bleed: no observed gel bleed. Malaise-ndr: not applicable as the event is not related to the device. Headache-ndr: not applicable as the event is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Depression-ndr: not applicable as the event is not related to the device. Other medical-ndr: not applicable as the event is not related to the device. Dizziness-ndr: not applicable as the event is not related to the device. Myalgia-ndr: not applicable as the event is not related to the device. Dyspnea-ndr: not applicable as the event is not related to the device. Bruising-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported regarding unknown side, chest pain, breast pain, foreign body sensation, device intact but showed signs of gel bleed, and swollen lymph nodes. Patient additionally reported, shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, and bad mood - which have all been deemed as not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Gel bleed: not observed. Headache-ndr: unable to observe since it is not related to the device. Sensation increase/decrease: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Dyspnea-ndr: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Pain-ndr: unable to observe since it is not related to the device. Varied-injuries-ndr: unable to observe since it is not related to the device. Myalgia-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Bruising-ndr: unable to observe since it is not related to the device. Depression-ndr: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Dizziness- ndr: unable to observe since it is not related to the device. Additional observations: brown particles were observed on the shell. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "chest pain, breast pain, foreign body sensation, device intact but showed signs of gel bleed, and swollen lymph nodes." Patient additionally reported "shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, and bad mood" - which have all been deemed as not device related. Patient later reported "years of back pain thoracic vertebrae, high levels of silicon in the blood detectable, breast implant illness (bii)." The device has been explanted.